Event description:
It was reported that the pt underwent a vaginal hysterectomy, prolapse repair and a sling procedure in 2001. During a routine follow-up visit, the pt complained of dyspareunia. The physician noted exposed mesh. The exposed mesh was trimmed and the pt was prescribed vaginal estrogen. The pt sought another physician and underwent additional trimming of exposed mesh in the operating room in 2003.